Event description:
It was reported that a spectrum infusion pump has issues setting up a secondary infusion where the secondary line flow would be restricted or not flow at all. Any pt injury or involvement is unk.

Manufacturer narrative:
MFR ref no: (B)(4). A device was not returned to baxter for eval and therefore an eval could not be completed. If a device is returned, and eval will be completed and a supplemental report will be submitted.